Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor's right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2,000 ohms. A sudden changed in the impedance measurements were noted from 399 ohms to greater than 2,000 ohms. Boston scientific technical services (ts) discussed suggested to continue monitor the patient and discussed troubleshooting options. Further, x-ray will be taken to rule out if it was a lead issue, tip tissue interface or lead pulse generator interface. Moreover, the patient had a vt storm in the past and was being seen in the clinic for treatment. Additional information received that there was a high atrial impedance that could not be obtained again after several measurements with patient in multiple positions and that there was no x-ray or fluoroscopy being performed. In addition, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.